Event description:
It was reported, on (B)(6) 2012, doctor applied a hoffmann hybrid external fixator to the pt's food and ankle. On (B)(6) 2012, the pt went to the doctor's office because 1 of the 8mm rods broke. The pt reported that before the 8mm rod broke, the pin-to-rod coupling on the lateral side of the tibia became loose. It is unsure what the pt was doing at the time the rod broke.

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report. Same pt event as MDR 8031020-2012-00229.